Event description:
It is reported that the lens was implanted on (B)(6), 2011 and explanted on (B)(6), 2012 due to excessive glare and requested the lens to be evaluated. No adverse effect and no patient injury were reported.

Manufacturer narrative:
(B)(4). (No code available) explanted intraocular lens. Investigation consisted of the following: visual inspection of the lens received that it was received cut. No further deviations were found. Prior to release to market the intraocular lens met all manufacturing specifications. The batch record was reviewed and showed no deviations. Halos and glare are a known and labeled side effect of all multifocal lens implants. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted. (B)(4): placeholder.